Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that during a lead implant procedure, high, out of range, low voltage lead impedance issue was observed on the lead. The physician suspected that the bipolar circuit damage issue was observed. Lead was explanted and a new lead was implanted. Patient was stable.